Manufacturer narrative:
Device details were not available at the time of this report. This report is submitted on february 18, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient sustained a head trauma and subsequently the device was explanted on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The explanted device has been analysed with the following result: the device was explanted due to non-use and no response to auditory stimulation. In-situ testing showed normal device function. The device passed all electrical tests confirming correct device function. This report is submitted on march 2, 2020. (B)(4).

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019. This report is submitted 03 december 2019.